Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly. The surgeon used another instrument and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/27/1998 - supplementa report #1 submitted to FDA.